Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation: a review of the device history record (DHR) was not performed, as the described complaint is being addressed per quality plan and is not related to a manufacturing non-conformance. Failure analysis - this described failure is being addressed by internal quality plan issues relating to power supply, hard start issues, and early-life failure of the lamp module. As an interim solution, integra can replace components of the mlx lighting units to restore functionality. Root cause - quality plan was opened by integra-tullamore to address the root cause and corrective actions for the described issue(s).

Event description:
A facility reported that the mlx 300w xenon lightsource (00mlx) would not power on. They found fuses blown; the fuses were replaced, but blew again. The unit was opened, fuses replaced and plugged in. Smoke was seen coming from power supply board and the unit was closed up. It is unknown under what circumstance the issue was discovered; however, no patient injury, death or surgical delay was reported.